Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported the battery voltage was 2.07 volts prior to implant. It was checked several times and got the same voltage. The device was not used.